Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was possibly out of place after a patient fall. Hospitalization was required as a result of the event. The device logs were reportedly checked with no issues noted. The patient reportedly fell 9 days prior to report and had since experienced decreased appetite, nausea, vomiting, and diarrhea. It was noted that the patient was in the emergency room yesterday evening. The patient was described as alive at the time of report but was experiencing overdose symptoms. It was later reported that a catheter dye study was performed and the catheter was found to be intact. It was noted that "therefore, the patient's symptoms were unrelated to the pump". Additional information was requested, but was not available at the time of report.